Manufacturer narrative:
H3, h6: it was reported that a revision surgery was performed due to fracture of a biolox forte ceramic inlay (75007454). The inlay and the involved ball head, used in treatment, were received for investigation. The relationship between the reported event and the device can be confirmed. The inlay is broken into 14 fragments, 6 large and 8 smaller fragments. The product evaluation which was performed by the supplier could not determine the reason for the breakage. The material analysis of insert did not reveal any deviations from specifications. The ball head is not fractured, however primary regular metal transfer can be found with varying intensity on the ball head. The production documentation did not reveal any deviation from standard procedures. There was one further complaint, with the same failure mode, reported for the batch of the insert. No further complaint was reported regarding the involved ball head. The failure mode an the severity are covered through the risk management files. The IFU lists fracture of an implant among the most common adverse events resulting from hip arthroplasty (lit. No. 12.23 ed. 09/05). Based on the received information a medical assessment was conducted. The revision surgery took place 4 years after the fracture of the inlay. The provided x-rays do not offer insight into the clinical root cause of the inlay fracture. However, the provided operative reports and the product evaluation confirm the fracture of the inlay. Furthermore, it cannot be determined to what extent the 4-year delay in treatment impacted the patient's clinical status. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. There is no indication that the insert failed to match specification at the time of manufacturing. To date, no further actions are taken. Smith and nephew will monitor the device for further similar issues. The devices will be retained.

Manufacturer narrative:
D4: catalog number.

Event description:
It was reported that, after a hip replacement on (B)(4) 2007, with a hi system, the 36mm ceramic insert fractured. This was confirmed by an x-ray on (B)(6) 2017. A revision surgery was performed on (B)(6), 2021 to treat this adverse event. As a result of this procedure, the hip ceramic insert and head were replaced, with the removal of the ceramic particles. The patient was not injured beyond the described event. No other complications were reported.